Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead could not be placed due to the helix not maintaining adequate fixation. The lead was not used. No patient complications have been reported as a result of this event.